Event description:
Customer reported inform system 1 pt result was 103 mg/dl, inform system 2 result was 38 mg/dl. Caller reported the pt was treated with dextrose based on inform system 2 result of 38 mg/dl. No adverse event reported relative to this discrepancy. Pt's subsequent condition is unk. A request was made for the return of the systems, replacement was sent.

Manufacturer narrative:
This medwatch is for inform system 2.